Event description:
It was reported that at the patient's post op check, both the atrial and ventricular leads had impedances of undefined resistance and no capture. The next day the physician went in and tightened the proximal set screws on the device and the problem resolved. The device and leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.